Event description:
It was reported that the cross arm broke handle on the 9800+ system was broken and needed to be replaced. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replace the crosshandle brake component. The system was found to be working as intended and placed back into service.